Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37601, product type implantable neurostimulator. Product ID neu_unknown_lead, product type lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the caller is at a battery replacement case and the impedances with the battery were high and out of range. The caller tried to remove and wipe down the leads several times, which didn't resolve the impedance problem completely. They were able to get the left side to read within the normal range except for electrode 2, all pairs with 2 remains >40000 ohms. They tested the impedances up to 3v. The caller tested again and they were able to get some values in range on the right side but all pairs with 10 and 11 were out of range and now the left side was out. Impedances with the new battery were out of range high. The caller tried to read impedances one more time and the left side appeared to be better but 2 and 3 electrodes seemed to be the problem. The caller tried to reconnect with the old battery and they got normal impedance readings. The caller stated that the surgeon thought that a portion of the last electrode was not all the way in the header block. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37601, serial# unknown, product type: implantable neurostimulator. Product ID: 37085-60, serial (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: extension. Product ID: 3708660, serial (B)(4), implanted: (B)(6) 2017, product type: extension. Product ID: 3708660, serial (B)(4), implanted: (B)(6) 2017, product type: extension. Additional review indicates that information from manufacturer¿s report #3007566237-2017-05292 was already reported in this report (#3007566237-2017-05292). Any additional information regarding that event will be submitted as a supplemental submission to this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the rep, reporting that both extensions were replaced. The rep reported that prior to the case, the left side was showing normal impedance readings and the right side showed >40,000 ohms. The rep reported that since replacing the extensions, the impedances were tested at 3.0 v and the left side showed >40,000 ohms on all contact pairs, while the right side showed normal impedances except electrode 11, which showed >40,000 ohms. The rep reported that the hcp took out the left extension and wiped it down twice, but it continued to show >40,000 ohms. The rep reported that the hcp decided to replace the ins's as well. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the surgeon ended up doing an extension revision on (B)(6) 2017 on the affected side as well as the other side. The impedances were still off so the battery was replaced which was resolved the high impedances (cause of high impedances) on both the left and right sides. The issue was reported as resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
D11: extensions (model: 3708660, serial: (B)(6) and(B)(6) ) are not related to the issue reported in this event. They are the replacement extensions referenced in b5. Added correct extension device information below: product ID 37085-60 lot# serial# (B)(6) implanted: (B)(6)2010 explanted: (B)(6)2017 product type extension product ID 37085-60 lot# serial# nkn005999v implanted: (B)(6)2010 explanted: (B)(6)2017 product type extension additional review indicates that report #(B)(4) is a duplicate of this MDR #(B)(4) . Any additional in formation received regarding high impedance will be submitted as a supplemental to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Event description:
Product returned. No additional information received.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) revealed the battery had no anomaly. If information is provided in the future, a supplemental report will be issued.